Event description:
The customer reported to customer service that the breast shields (soft fit breast shields) she is using with her breast pump are eroding by the nipple and they are causing bleeding.

Manufacturer narrative:
A replacement pump (different model) was sent to the customer at her request. In f/u with the customer, she indicated that the area on the breast shield where the soft cone meets the hard funnel, is not smooth and every time she would pump, the nipple would rub in this area and eventually the skin broke down and began to bleed. Additionally, she did not have success with the pump itself, in that she felt the back cap was not making contact with the membrane and it was not adequately expressing her milk. Her baby developed thrush and she developed thrush, as well as bilateral mastitis. She sought treatment from her physician. Her bleeding nipples were treated with a medicated ointment. The thrush was treated with over-the-counter anti-fungal lotrimin. The mastitis was treated with antibiotic clindamycin. On her healthcare provider's advice, she stopped breast feeding for two weeks, but continued to pump. She is considering resuming breast feeding. She has recovered from the mastitis. She saw a lactation consultant, but did not acknowledge being properly fitted with breast shields to ensure proper sizing. She was unaware that there were various sizes of breast shields to use with her breast pump. The customer is using the replacement pump which was sent to her, as well as the personal fit breast shields, without issue. The personal fit breast shields are not causing breakdown of the skin or bleeding and she is healing. The pump is expressing her milk and she no longer has to hand express. The customer indicated that the pump has been returned; however, as of the date of this report, it has not been received. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." [Breastfeeding and human lactation" (riordan and wamback, 4th edition, page 294)]. The customer's bleeding nipples appear to be the result of breast shield sizing issues, not a product malfunction. Regarding the customer's mastitis, since the pump has not been received for testing/analysis, it cannot be definitively concluded that the pump caused or contributed to the mastitis. Should the product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. We will monitor complaints for similar issues.